Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the esheath+ liner was fully expanded as designed. The distal tip was torn radially along the distal liner edge. There was high-density polyethylene (hdpe) stretching along the tear and soft tip damage/stretching. All scorelines (radial, axial, slanted) were present. There was sheath shaft curvature that was likely due to packaging of the device for return. There was imagery received for evaluation. Per imaging evaluation, the patient's right access vessels appeared non-tortuous and showed no evidence of calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the difficulty advancing the delivery system with valve through the esheath+ and torn esheath+ distal tip were confirmed based on the evaluation of the returned device. No device non-conformance was identified. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process and/or by other manufacturing-related factors. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra resilia valve, resistance was noted when the delivery system with valve approached the distal tip of the 14fr esheath+. Prior to advancing the system further, the system was withdrawn slightly and then readvanced. Resistance was still noted but the delivery system with valve was advanced through the tip of the esheath+. The valve was successfully implanted. The system was then removed and all pieces of the esheath+ were intact. There were no pieces that remained in the patient. The esheath+ distal tip was observed to be torn. There was no patient injury. The device was returned for evaluation. The distal tip was torn radially and axially along the distal liner edge.